Manufacturer narrative:
The complainant has indicated that the device was discarded; consequently, an eval cannot be conducted and the root cause of the reported device failure is unk. The april 2007 rolling 15 month trend chart for the hemostasis clipping prod family was reviewed and no adverse trend was noted. Moreover, the total number of complaints for this prod family does not exceed a limit which would warrant further action at this time.

Event description:
The complainant has reported that a female pt had undergone a hemostatic clipping procedure within the cecum in order to "close a wound" using a bsc resolution clip device. It was reported that the physician "closed the wound at the site, but was unable to deploy the clip from the catheter". The physician "had to rip it off of the pt". The physician completed the procedure successfully using an injection (injection agent unk). It was further reported that "there was minimal trauma to the bleed site" and that the pt did not sustain any complications or ill effects due to this issue."